Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". Pump settings: rate: 4.4, res vol: 100, given:46.85. Air in tubing was noted. No injury to patient was reported. No further information available.